Event description:
It was reported that revision surgery was performed due to dissociation.

Manufacturer narrative:
The signs of plastic deformation observed on the inner rim of the liner were likely due to impingement. This impingement, if coupled with potential high lever-out forces, may have resulted in the dislocation of the bipolar construct. The damage on the femoral head could have been caused by removal of the implant.